Event description:
The complainant reported that an impella cp pump was implanted to support a patient experiencing acute myocardial infarction and cardiogenic shock. During support, the impella cp pump triggered "placement signal not showing" alarms. The pump remained successfully implanted in the patient. No known harm or injury was reported.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of optical signal issue has been completed. No product was returned and after looking at the logs, it is possible that the plug or pump connector could have caused a fiber air gap but also incomplete and intermittent electrical connection. Without the pump returned, the root cause of the optical signal issue cannot be determined as an air gap or a defect cannot be ruled out.